Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient experienced infusion set tubing detachment event on 23-jan-2026. The site of insertion was on the abdomen. The site of detachment was tubing connector detached from the site/tape patch. The infusion set was in use for one to two days. No further information available.